Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that there was a leak at the connector at the bottom of the bag.

Manufacturer narrative:
The device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. One used sample was received at the manufacturing site for evaluation. Visual inspection was performed, and no evident leaking was detected. Functional inspection was performed and there were no leaking parts at the bottom of the bag. Since the issue could not be confirmed, no root cause was found, and no corrective action will apply. This complaint will be closed with no further action and will be used for tracking and trending purposes.